Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image, the scope communication error (e216), and the vertical lines that formed on the endoscopic video imaging system (evis) image was a faulty charge coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image, a scope communication error (e216), and vertical lines formed on the endoscopic video imaging system (evis) image. There was no patient involvement.